Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video and the electronic device-use logs were also provided. Visual inspection noted the returned images contained a view of all returned products and of the handle serial number. The returned video 0969 contained a view of the handle displaying a black screen with a green border. There was no image present in the center of the display, though the handle error tone did sound. The fourth returned image contained a view of the handle displaying a black screen with a green border and no image in the center. Functional testing noted there were no abnormalities that would have contributed to the reported condition. The handle display did not illuminate upon initialization and had 267 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 test fixture. A reload was attached to the device and was able to clamp and articulate without any issues. A review of the system logs showed a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that the jaws of the device remain closed on tissue, and the device did not work as expected. The reported issues were confirmed. The most likely cause was traced to software coding. It was also reported that the display screen had an irregular output. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: after disassembling the device noted cracks on the oled screen and when the device was powered on, the screen stayed black. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device is dropped. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, resection was performed in slow mode on the duodenal region using the powered handle with reinforcement reload during a robot-assisted pyloric gastrectomy (zone 2). The screen displayed normally during clamping and firing, but after firing until the end, an abnormal screen was displayed and it no longer accepted operation. After articulation, while the knife did not return, the jaws were anchored. The handle was removed from the adapter and was reconnected, but the screen remained the same and did not improve. After using the manual adapter tool, the knife returned and jaws were released from the tissue. The power handle continued to sound a warning sound while displaying the abnormal screen. Surgical times were extended by 20 to 30 minutes. There was no patient injury.

Manufacturer narrative:
Concomitant medical product: sigadaptstnd - sig power sigadaptstnd linear adapter, serial#: (B)(4); sigpshell - sig power sigpshell control shell, lot#: n2k0144y; sigtrs60amt - tri 2.0 sigtrs60amt 60 med thk 12mm, lot#: n1j0730y. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.